Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection showed no damage anywhere on the set. Functional testing was performed and no leaks were observed during gravity infusion or pump infusion. Pressure testing resulted in no leaking. The root cause of the reported leak was not identified.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing set leaked blood above the pumping segment during a blood transfusion. The transfusion was temporarily discontinued until a new tubing set and different pump were obtained to restart the blood. No patient harm reported.